Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the lips with 0.55ml of juvéderm® volift¿ with lidocaine. Approximately three months after, the patient ¿complained of thickening in the lower and upper lips (cherry-colored). Treatment administered: hyaluronidase and dexamethasone. A week later, fibrotic formations appeared on the lips.. History indicates herpes.¿ symptoms status is unknown.